Event description:
Dealer called in and stated that he believes there is a piece broken on the control box. Dealer stated he is unsure of what the exact part is and will call back after gathering additional information. Per dealer the bed is a rental bed, no injuries.